Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the product analysis indicates that a cut in the insulation from the terminal pin was observed. In addition, the helix retracted and no damage was noted. Furthermore, the lead passed electrical tests.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds, got dislodged and had loss of capture. Additional information indicates that lead dislodgement was verified through fluoroscopy. The rv lead was explanted. No additional adverse patient effects were reported.